Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that the patient was seeing the "call you doctor" icon. It was further reported that there was a power on reset (por) condition. The patient reportedly went into surgery on their low gastrointestinal tract on 2013 (B)(6). However, it was noted that this was not related the interstim therapy. It was further noted that the patient has not had stimulation on since the procedure and when she went to turn it on she saw the message on her patient programmer. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28 lot# va002ap, implanted: 2012 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).